Manufacturer narrative:
The device is expected to be returned for investigation. It has yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed and the device cannot be set to biomed mode. The device was returned to the biomedical dept for unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility the device touchscreen was not responsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.